Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the ICD exhibited oversensing due to inappropriate programming. The device was reprogrammed. The patient was in good condition.